Event description:
It was reported that a revision surgery of a journey unicompartmental prosthesis placed with navio had to be performed due to unspecified reasons. No other information has been provided yet.